Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. The service engineer (se) reported that the issue was found during preventative maintenance. No patient involvement reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a battery failure. The se reported that the device was charging the battery, but after four hours, the battery does not charge more than 12 volts. Repair is still pending.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6) reporter phone number - (B)(6)

Manufacturer narrative:
The service engineer reported that the battery was replaced, and the device was tested. The system meets the specification for the performed service and is returned to use.